Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/27/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 a reservoir was used. After surgery, there was a problem with collecting exudate, and it was found that backside of the locking plate on the reservoir had been broken. Another product was used for the patient. It is unknown whether the plate had been broken when it was taken out from the package. Further details are not provided from the hp. There were no adverse consequences to the patient.